Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observation, (B)(4) issued (B)(4) 2010.

Event description:
Pt received aligners on (B)(6) 2008 and symptoms appeared that evening. Symptoms reported: throat felt like it was closing up, some difficulty in breathing, a sore throat, and sinuses flared up. On monday (B)(6) 2008, the pt discontinued the aligners for two days and the symptoms disappeared. The pt again tried the aligners an the symptoms returned.